Event description:
It was reported by a patient with a deep brain stimulator (dbs) that the patient had heard of someone with a "heart pacemaker" who was wearing a heart monitor while exercising on a stationary bike and there was an "effect" between the heart monitor and implanted device. The dbs patient further clarified that it was "some type of interference" and it was "years ago." No further information could be obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).